Event description:
The user facility reported a 63-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed a pericardial effusion after being escalated from an impella cp to a 5.5, but prior to the pci procedure. Intervention was administered to extract the effusion and perform a pericardial window. It's unclear how the effusion originated, however, impella could not be ruled out. Support continued with the implanted pump.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.